Event description:
Reportedly the pt underwent a lap assisted nephrectomy where a polypropylene was used for the abdominal closure. Two days post-op the pt experienced wound dehiscence due to suture breakage. The pt was brought back to the or and the incision was resutured without complication.